Manufacturer narrative:
Lifescan (lfs) has received the meter invovled with this complaint; however, device evaluation has not been completed. A supplemental report will be submitted once lfs receives additional information.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter continued to display the apply sample prompt even after the blood was applied to the test strip. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.